Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's husband reported via phone call that the customer had low blood glucose. Customer's blood glucose was 32 mg/dl to 35 mg/dl. Customer had to suspend the device and the glucagon shot was given to the customer. Customer declined to be contacted. Customer will not be returning the device for analysis.